Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, noticed scratched lens. The procedure was completed same day with another iol. Additional information was requested and received stating when surgeon tried to implant iol had difficulty fully inserting into eye. The lens was partially inserted into eye. Removed iol from wound and saw scratch on iol. There was no patient harm.

Manufacturer narrative:
Corrected information provided in d.4. The manufacturer internal reference number is: (B)(4).